Event description:
A nurse called to report that after an intraocular lens (iol) was implanted, the staff realized the incorrect diopter was used. The pt required a -1.0 diopter; however, the lens that was implanted was a 1.0. The lens was removed during the initial procedure. A backup lens was not available at the time of the event; therefore, the pt was left aphakic. The following day the pt returned and a lens was implanted. The nurse stated the pt is doing well following implant.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. This lens was inadvertently implanted because it was received by the site in a shipment error. There is no malfunction alleged against the lens. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).